Event description:
A nurse reported during intraocular lens (iol) implant procedure, the lens was failed. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information is provided in d.4. The manufacturer internal reference number is: (B)(4).